Event description:
It was reported by the technical field specialist (tfs) that the patient side manipulator (psm) failed the brake weight test. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The tfs will replace the psm. Although no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Manufacturer narrative:
The psm has not been returned back to intuitive surgical, inc. (Isi) for investigation. A follow-up MDR will be submitted if any additional information is received. This complaint is being reported due to the following conclusion: the instrument was found to found a broken pitch cable.

Manufacturer narrative:
The patient side manipulator (psm) was returned for investigation with the following findings: the psm failed the weighted brake drop test. The arm was installed and configured onto the system in slot 2. Failure analysis powered the system in maintenance mode and placed the arm on clutch. Failure analysis performed the weighted brake drop test and the axis 2 brake failed. The axis 2 brake was replaced as a fix to the reported problem. This complaint was reported at that time due to a failed brake weight test.